Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/26/2016 - medical records received. After review of the medical records for MDR reportability, part/lot information was given for unknown depuy stem. Part/lot updated. The complaint was updated on: feb 23, 2016.

Manufacturer narrative:
Maude report mw5057662 states: failed right total hip arthroplasty secondary to adverse reaction to metal debris and pseudotumor. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Maude report mw5057662 states: failed right total hip arthroplasty secondary to adverse reaction to metal debris and pseudotumor. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/04/2016, 01/11/2016, 01/19/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had a large pseudotumor from the posterior and anterior hip that was removed, elevated cobalt and chromium levels, obvious metal debris in the joint, and notching on the posterior aspect of the femoral head due to over-anteversion of his acetabular component. At this time the patient's femoral stem and acetabular cup are being added to the complaint and reported. The complaint was updated on: 01/20/2016.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report mw5057662 states: failed right total hip arthroplasty secondary to adverse reaction to metal debris and pseudotumor.